Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawers were offline, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. The technical support specialist remotely dialed in and found that the adapter was not responding. The tss then disabled and re-enabled the adapter and restarted the system. The drawers came back online. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawers were offline, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.